Manufacturer narrative:
A ge service representative performed an on site investigation. The b388 and b386 pcb assemblies were identified as recommended for replacement. At this time the customer has refused additional service. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.